Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump errors 2, 63, 28, or 79 were noted during testing, and no pump errors 2 or 63 alarms are found in the formatted history files.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was unable to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.